Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was scheduled for a revision on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2rssk); product type: 0200-lead; implant date on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient was experiencing a lead migration or dislodgement. They experienced a lose of therapy and stimulation in an unspecified undesired location related to the migration. They experienced pain and a return of their baseline symptom of urgency frequency. This issue was on going. It was noted that the radiologist reported that there was a 3 cm migration based on their assessment of the lateral image. The patient stated they had a large fall and had recently had a change in stimulation that they were namely feeling strong uncomfortable stimulation in the rectum on program 4. The manufacturing representative (rep) attempted (prior to seeing the x-ray) to stimulate on programs 1-4 and was not able to elicit any sensory response. The impedances were all normal. The patient would be scheduled for a lead replacement. The date was currently unknown.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they went to the or today to have the lead replaced. Upon opening up the pocket, it was found that there was pus in the pocket. The surgeon suspected an infection and opted to remove the whole system. Everything was removed in its entirety and the pocket was cleaned out. The physician noted that prior to the patient's fall and very soon after their stage 2 implant they had gone in a hot tub and got an infection at the pocket site. The surgeon believes they had treated the patient with keflex at that time and the infection appeared to have cleared up.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2rssk, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.